Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the handgrip has been broken. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device was returned and evaluated. Upon visual inspection, there was a fracture to the middle weld of the part. There are impact marks on the handle. No visible damage to the strike plate. The sem analysis identified the weld penetration of distal body weld fracture surface & the proximal body weld fracture surface did not completely travel into the machined notch, leaving some areas with thin weld fractures, especially on the longer sides. The bodyside surfaces have impact artifacts that suggest the weld may have been subjected to repeated side load impacts that could have contributed to the fracture. The device has an approximate field service age of 8 months and an approximate of 100 uses. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.